Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was undersensing atrial fibrillation (af) episodes which caused a high output situation with unnecessary atrial pacing. Also, the longevity estimate was showing a shorter longevity due to the atrial pacing. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated atrial undersensing information. Atrial fibrillation (af) episodes with intermittent atrial undersensing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407645 lead, implanted: (B)(6) 2005. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.